Manufacturer narrative:
Cracks to the case, reservoir tube lip, battery tube threads, a scratched display window and broken off end cap was noted during visual inspection of the insulin pump. Drive support disk was inspected and no anomaly was noted.

Event description:
Customer reported that the end cap sticker was popping out and the insulin pump drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.